Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the dropped tube had several overlapped barcode labels making it thicker than the other tubes that were processed. A siemens field service engineer (fse) was dispatched to the customer site. The fse checked all rack poll, drawer and interface wheel alignments and verified that the barcode reader was functioning properly. The fse also cleaned gripper sensors and barcode reader. The fse then demonstrated that the versacell could pick and place sample tubes properly. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A sample tube was dropped by a versacell sample management system. The tube content spilled on the front cover of the system. The operator cleaned the spill and no injury or exposure was reported. It is unknown if the sample completed testing prior to being dropped. There are no reports of patient intervention or adverse health consequences due to the dropped tube.

Manufacturer narrative:
Additional information (08/12/2013): upon a follow up, the customer stated that the tube was dropped prior to being sampled. There was enough serum left in the tube to run the sample successfully. No discordant results were generated.